Manufacturer narrative:
The esu was thoroughly inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are working properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Most likely, there were many factors involved with the reported event. The application of the return electrode may not have been suitable, the activation of the esu was too long and/or too high to allow the current/heat to dissipate, the bowa (non-erbe) neutral electrode was defective or not sufficient to disperse the current, etc. However, no conclusive determination could be made as to the cause of the incident. However, warnings in the esu's user manual address the risk of pad burns and provide mitigation measures to minimize the possibility of burns. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a total hip replacement. The esu was used with a split neutral electrode (also referred to as a return electrode, patient pad, etc.) From the bowa company (part number 816-092, lot number not provided). The neutral electrode was applied to the patient's right flank (i.e., upper abdomen). No information was provided in regards to any of the other accessories used in the operation. The esu settings were cut, 180 watts and coag, 60 watts (note: the specific modes and effects used were not provided.). Upon the procedure, a skin lesion was found under the neutral electrode. It was described as a 2nd degree burn of approximately 60 cm2 that was red with blistering and a fibrin coating. A photograph of the necrosis showed it to be in a shape of a broken "ring" of 18 cm by 1 to 1.5 cm. It was red and partially black with some fibrin deposits. To aid in healing, a wound treatment and bandages were applied to the area.